Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be determined. Information in the file indicated a reported difference of 2.5 diopters off target. The surgeon provided information of patient previous lasik ,and the surgeon has requested calculation assistance. The diopter of the planned replacement lens is currently unknown. There are no other complaints in this lot. Investigation has been completed based on current information. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a 2.5 diopter unexpected postoperative refraction. The surgeon exchanged the lens. Additional information has been requested.